Event description:
The pt wore their pump in an MRI. Pt also wore it for a CT scan of the brain. In both instances pt had been advised by the tech that it was fine to do so. Pt had been regularly decreasing their basal rates because of low blood sugars.